Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the insulation was abraded at 18.2 cm to 19.3 cm from the connector pin which exposed the outer coil. The damage was consistent with clavicular crush.

Event description:
This report is to advise of an event observed during analysis.